Event description:
The customer called to report a blank display and a crack on the casing. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding liquid crystal display glass. The insulin pump also had a blank display due to a damaged liquid crystal display board.